Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks for sinus tachycardia which accelerated the rhythm to a higher rate sinus tachycardia and dual tachycardia. Therapy was exhausted and did not convert the arrhythmia. The episode did not end until approximately nine minutes after therapy exhaustion. The clinical observations have been documented and the system remains implanted. No additional adverse patient effects were reported.